Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and replaced the sample probe. A siemens customer care center specialist followed up with the customer and the customer stated that the precision improved. The cause of the imprecise and discordant ft3 results on patient samples is unknown. Siemens is investigating the issue.

Event description:
The customer obtained imprecise free triiodothyronine (ft3) results on patient samples upon initial and repeat testing on an immulite 2000 instrument. The initial results were reported to the physician(s) for sample ids (B)(4). It is unknown if the repeat results were reported. It is unknown which results were correct. Additionally, the customer obtained discordant ft3 results when compared with advia centaur instrument. Ft3 results were not in agreement with the corresponding free thyroxine and thyroid stimulating hormone results for the patient samples. There are no known reports of patient intervention or adverse health consequences due to the imprecise and discordant ft3 results.

Manufacturer narrative:
The initial MDR 2247117-2017-00014 was filed on february 7, 2017. The first supplemental MDR 2247117-2017-00014_s1 was filed on april 14, 2017. The second supplemental MDR 2247117-2017-00014_s2 was filed on april 21, 2017. Additional information (05/25/2017): siemens technical operation has conducted an in-depth investigation to verify the normal range for the free triiodothyronine assay on the immulite platforms. The overall median of patient samples collected and tested in gold top tubes meets gad/clsi guidelines, where <10% of patient samples recover above the reference range indicated in the immulite 2000 free triiodothyronine instructions for use. Based on tube type used by the laboratory it is possible to see normal samples recover outside of reference range published in the instructions for use. Siemens recommends that each laboratory should establish its own reference ranges for their patient population and tube types in use. As per the instructions for use, "blood collection tubes from different manufacturers may yield differing values, depending on materials and additives, including gel or physical barriers, clot activators and/or anticoagulants." In addition the laboratory is provided a normal range as a guideline, and the instructions for use indicates that each laboratory should establish their own reference range. Overall performance of the assay meets siemens specifications with no impact to the clinical utility of the assay. Device manufacturer date section has been updated with the device, result and conclusion codes.

Manufacturer narrative:
The initial MDR 2247117-2017-00014 was filed on february 7, 2017. The first supplemental MDR 2247117-2017-00014_s1 was filed on april 14, 2017. Additional information (03/30/2017): the customer has observed falsely elevated free triiodothyronine (ft3) results on an immulite 2000 instrument when compared with the results obtained on the alternate platforms. The customer has not provided the additional patient data.

Manufacturer narrative:
The initial MDR 2247117-2017-00014 was filed on february 7, 2017. Additional information (03/21/2017): a siemens headquarters support center (hsc) specialist reviewed the instrument data, which showed water supply low and liquid waste almost full errors. The instrument data indicated that the system was processing samples when the water supply low error was obtained. The hsc specialist then reviewed the information provided by the customer on the tube used for sample collection and determined that the issue was due to the use of different tube types. The instrument is performing within manufacturing specifications. No further evaluation of device is required.